Event description:
It was reported that shaft break occurred. A 28x4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the device was broken. The procedure was completed with a different device. No patient complications were reported. It was further reported that the procedure being performed was a transluminal coronary angioplasty. The 90% stenosed target lesion was located in a non-tortuous and severely calcified vessel. The device was completely removed from the patient's body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 42.8cm distal to the distal strain relief. Multiple hypotube kinks were noted at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 28 x 4.00 mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the device was broken. The procedure was completed with a different device. No patient complications were reported.